Manufacturer narrative:
When the unit was run, no reproductivity was confirmed by a medical engineer (me).

Manufacturer narrative:
The service engineer reported that a test run was performed, but the reported issue was not duplicated. A check was performed and no abnormality in the unit was observed.

Event description:
It was reported to philips when the unit was used, a nurse confirmed noise and "proximal pressure line disconnect" alarm was displayed even being connected. The device did have patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).